Manufacturer narrative:
The insulin pump passed the functional testing. However, a corroded motor home switch was noted. The insulin pump was received with a cracked case at a display window corner and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed motor error during the prime process. The blood glucose reading was 338 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.